Event description:
It was reported that the pt was implanted a durom us acetabular component on the right side on (B)(6) 1999. Currently, the pt is being monitored due to mom. It was stated the lab results confirmed mom from the implant. It is mentioned that the pt stated that the pt hasn't had any problems with the implant.

Manufacturer narrative:
The MFR did not received devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided, and the pt has not been revised. The common clinical presentation and the date of the original implantation that this case might be / is related to the issue for which zimmer implemented a notification in july 2008 as referenced. Should add'l info become available and / or the device(s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).